Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order was not crossing over. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced that the patient order was not crossing over. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.